Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause was unknown. On the same day as event onset, the patient was hospitalized and started treatment with injection vancomycin (1 gram, intraperitoneally, every third day for fourteen days), injection meropenem (1 gram, intraperitoneally, once daily for fourteen days) and injection amikacin (500 mg, intraperitoneally, once daily for fourteen days). Six days after event onset, the patient was recovered and was discharged three days after recovery. Pd therapy was ongoing. Additional information is not available.